Manufacturer narrative:
Additional device procode: hwc. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent orthopedic procedure. During the procedure, one (1) titanium cannulated trochanteric fixational nail, one (1) titanium cannulated trochanteric fixation nail screw, one (1) titanium locking screw 42mm for intramedullary nails and one (1) titanium locking screw 48mm for intramedullary nails were removed. The titanium cannulated trochanteric fixation nail screw advanced and cut out of the femoral head was painful to the patient and a hardware malfunction. The nail was removed with no issues. Procedure was converted to a total hip arthroplasty on this patient. It is unknown if there was surgical delay. Procedure outcome is unknown with no patient consequence. Concomitant device reported: titanium locking screw 42mm for intramedullary nails (part 458.942, lot unknown, quantity 1), titanium locking screw 48mm for intramedullary nails (part 458.948, lot unknown, quantity 1). This report is for one (1) titanium cannulated trochanteric fixation nail. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted: manufacturing location: monument, manufacturing date: 10-oct-2014, expiration date: 30-sep-2023, part number: 04.379s, 10mm/135 deg ti cann troch fixation nail 380mm/left ¿ sterile, lot number: 7814350 (sterile) , lot quantity: 6. Work order traveler met all inspection acceptance criteria. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 456.314.3, trochanteric fixation nail lock driver, bp55, lot number: 7676681, lot quantity: 102, work order traveler met all inspection acceptance criteria. Part number: 456.316.2, trochanteric fixation nail lock 135, bp58, lot number: 7803348, lot quantity: 49. Work order traveler met all inspection acceptance criteria. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.